Event description:
It was reported that the pt was implanted 2 weeks ago and had a lot of blood around the pump that was being treated with pressure bandages. The caller also stated that the pt may be getting too much drug because the pt was having difficulty walking and was falling frequently. The pt was having episodes of dizziness daily at approx 1 pm. The concentration and daily dose of baclofen being delivered via the pump were not reported. Unable to f/u with contact info provided, no add'l info was obtained.